Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: carto 3 system, serial # unk. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The investigation has begun, but is not complete at this time.

Event description:
It was reported that while performing an isvt in the left ventricular chordae with a thermocool® smarttouch® bi-directional navigation catheter, the complaint device experienced non-MDR reportable force issues and appeared oddly bent after the procedure. There was no serious injury nor evidence of malfunction. The bwi failure analysis lab (fal) received the device for evaluation and discovered that the pebax, a clear sensor sleeve which encloses the catheter¿s spring, has a small hole and reddish material was found inside of the catheter. Due to the compromised integrity of this catheter, the hole, this event is MDR reportable. The awareness date was reset to the date of the fal findings, (B)(4) 2014.

Manufacturer narrative:
(B)(4). It was reported that while performing an isvt in the left ventricular chordae with a thermocool smarttouch bi-directional navigation catheter, the complaint device experienced non-MDR reportable force issues and appeared oddly bent after the procedure. The bwi failure analysis lab (fal) received the device for evaluation and discovered pebax damage, making the event MDR reportable. The awareness date had been reset to the date of the fal findings, 12/4/2014. The returned device was visually inspected upon receipt and grooves and brown residues similar to human blood were found inside the pebax. Further examination revealed that the pebax had a hole. The catheter tip was found bent, however the condition passes the manufacturing specifications. Then per the reported event, the catheter was tested for biosensor, carto functionality, and force response. The catheter failed during the force test. Further examination showed that the sensor was within specifications. According to the results and the sensor readings, the improper condition was attributed to a potential pc board failure. The customer complaint has been verified. Internal corrections have been opened to address the potential pcb issues/intermittency and the damaged pebax issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.